Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display after a battery alarm. Customer's blood glucose was 418 mg/dl at the time of incident. Troubleshooting was done for blank display and was resolved with a battery change and self test. A new battery cap will be sent to the customer. No further information was given.